Manufacturer narrative:
Follow-up #1: date of submission 11-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: the ok button was unresponsive. There was evidence of moisture corrosion on the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.